Manufacturer narrative:
Device code updated to (B)(4)-premature discharge of battery.

Event description:
It was reported the patient experienced ineffective stimulation due to the ipg reaching end of life. Reportedly, the ipg would not communicate with external devices and the patient last charged approximately a month and a half ago. As a result, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.